Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received a no delivery alarm during priming. The customer reported that she changed the infusion set three times but still received a no delivery alarm. During troubleshooting, the customer was unable to get insulin to exit during manual priming. Blood glucose level was 257 mg/dl at the time of the incident. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.